Event description:
The customer alleges that the miller 00 blade was packaged in the miller 0 packaging. The alleged issue was detected prior to use. No patient injury/harm.

Manufacturer narrative:
(B)(4). The lot number is unknown. A visual, functional and dimensional inspection of the device was not performed since the device sample was not available for evaluation. The sample was not returned for investigation purposes. Complaint cannot be confirmed. No corrective/preventative actions assigned. No further action required.